Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The out of specification force sensing resistors were identified during visual inspection. The cause of the condition was not determined. To correct this condition the force sensing resistors were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flogard pump was found to have out of specification force sensing resistors. No additional information is available.